Manufacturer narrative:
The report we rec'd from our affiliate indicated that the procedure was a percutaneous transluminal angioplasty/stenting to the external iliac artery, which moderately calcified and slightly tortuous with 75% stenosis. Due to the vessel calcification, the brite tip of the sheath became damaged. The sheath was exchanged for another brite tip sheath, and an eassy wall stent was implanted. Subsequently, the amiia pta dilatation catheter was used for postdilatation with a medtronic indeflator. However, contrast media was shown on the imagine, and the balloon was found to be ruptured. The ruptured balloon was safely removed without incident and postdilatation was completed with pta dilatation catheter. It was noted that the edge of the wall stent may have been cause of the balloon rupture. There were no adverse effects to the pt. The product was returned for analysis and preliminary analysis noted the brite tip of the sheath to be frayed. Therefore, on review of preliminary analysis, the complaint file for the sheath was deemed reportable. The product has been returned for evaluation and testing. However, the engineering evaluation has not been completed. Additional info will be submitted within 30 days upon receipt.

Event description:
Frayed sheath tip.